Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017, the meter stopped powering on when a test strip was inserted and when the power button was pressed. The patient manages her diabetes with insulin which she self-adjusts. No changes to her usual diabetes management routine were reported following the start of the alleged issue. She reported that minutes later, she began ¿sweating¿. She denied receiving any treatment for her symptoms beyond her normal diabetes care and management routine. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The cca confirmed that the patient was using correct onetouch ultra test strips; however, the meter would not turn on when a test strip was inserted or when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Sweating, after the alleged product issue began.